Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller reported the infection was at the ins site and had a radius of 6 inches of infection where it became abscess. The infection was confirmed. The patient was treated with oral antibiotics and the entire system was explanted on (B)(6) 2018. Caller stated they went in on a monday and the physician assistance (pa) gave the patient a high powered antibiotic and the patient had a bad reaction to it. Caller stated then the doctor fixed it and the patient has fully recovered and was doing the trial again. There were no further complications reported at this time.